Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1015999. Our records show that this is the only instance of a missing component occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the photograph provided by the facility, our engineers were able to trace the root cause back to the manufacturing operators. In order for this clamp to be missed a section of the manufacturing process would need to have been skipped.

Event description:
It was reported that secondary set c61 was missing the clamp. This occurred on 2 occasions. The following information was provided by the initial reporter: c61 missing clamp. Pharmacist opened package and discovered that the c61 is missing the clamp assembly. She tried with a second set and is the same issue with the missing clamp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that secondary set c61 was missing the clamp. This occurred on 2 occasions. The following information was provided by the initial reporter: c61 missing clamp. Pharmacist opened package and discovered that the c61 is missing the clamp assembly. She tried with a second set and is the same issue with the missing clamp.